Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made to verify that customer had an alternative backup insulin therapy, however customer did not respond. Customer¿s blood glucose level was 347 mg/dl.